Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that when they move from their left side to their back they can feel their implantable pulse generator (ipg) "move down." The device remains in use. No patient complications have been reported as a result of this event.